Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 29.7 mmol/l at the time of the incident. Customer's current blood glucose level was 17.4 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as diarrhea. The customer was treated with the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer reported tiny bubble in the reservoir. The device will not be returned for analysis.